Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a broken pinch valve (vl51) and the sample line to the flow cell. The fse replaced the sample line and pinch valve which fixed the leak. The fse also replaced the differential heater and differential heater harness that corrected the differential heater errors. The instrument provided differential heater errors for the defective differential heater alerting the operator to an instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak in the blood sampling valve (bsv) on the coulter lh 750 hematology analyzer while completing shutdown. The volume of leak was approximately 5 mls and was not contained within the unit. The instrument gave differential heater errors. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.